Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2019 which is the procedure date. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-50, serial: (B)(4), batch: 5078383.

Event description:
It was reported that the patient experienced inadequate pain relief due to an increase of high impedances on the lead. The patient underwent a lead replacement procedure and was doing well post-operatively. The explanted lead will not be returned as it was discarded by the facility.